Manufacturer narrative:
Upon reassessment of the reported event, the head was determined to be not a zimmer biomet device. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the head was determined to be not a zimmer biomet device. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: item number 00-8758-010-28 item name continuum longevity constrained liner, ii 28 x 52 lot # 64030604. The device will not be returned for analysis location unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 -2021 - 00338.

Event description:
It was reported that a patient underwent a tha. Subsequently a revision was done for dislocated hip one month post implantation. Removed the liner and replaced with a constrained liner. Attempts have been made and additional information on the reported event is unavailable at this time.